Event description:
During evaluation by baxter personnel, an intermate was found to have a broken distal luer post. This condition occurred during service/testing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through corrective and preventative action (CAPA). Based on the evaluation, the root cause of the broken/cracked luer near the base of the stem is due to stress from the packaging design.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination discovered and confirmed the condition of a broken luer post. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.